Event description:
It was reported that the pta balloon would not deflate. A needle was inserted through the skin to deflate the balloon and the catheter was retracted without incident. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided, therefore, the device history records could not be reviewed. The investigation is inconclusive, as the sample was not returned for eval. The root cause could not be determined based upon available info. It is unk whether pt factors (e.g. Focal lesions, vessel size) or procedural issues (e.g. Inflation pressure of balloon) contributed to the event. See scanned page. Additionally, specific instructions for use of the vascutrak balloon and deflation catheter preparation are included in the IFU.